Event description:
It was reported that the system would not product x-rays. No pt injury was reported.

Manufacturer narrative:
Ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.